Event description:
Returned device analysis identified a leak during pressurization proximal to the luer lock.

Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed however there was a noted leak (there was pressure loss when fluid was observed coming out of the proximal end of the luer lock). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot reported for loose or intermittent connection; however there were other incidents reported for leak / splash. The reported loose or intermittent connection was unable to be confirmed however the investigation determined the noted luer lock leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat an arterial shunt with no tortuosity. The indeflator had a leak of contrast as an unspecified balloon was being inflated with a pressure of 16 atmospheres (atms). The leak was confirmed at the joint between the balloon and the indeflator. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no report of a clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a leak during pressurization proximal to the luer lock.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.